Manufacturer narrative:
It was reported that the lead was implanted in 2012; the exact implant date is unknown.

Event description:
Additional information was received that the patient is pacer dependent.

Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The sensing noise on the ra lead led to episodes of automatic mode switch. Low pacing impedance was observed on the left ventricular (lv) lead. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.